Event description:
Attorney reported: in 2004 - pt underwent a procedure whereby his abdomen was closed using the mesh. In 2006 - doctor informed pt "that his mesh was defective, but that it could not be removed safely and that her must greatly restrict his physical activities so as not to cause the mesh to break and injure his internal organs".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.